Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis and was hospitalized for the event. The breach was further described as the patient did not wear a mask during therapy. On the same day as event onset the patient began treatment with injection (inj.) Reflin (1 gm, once a day, route of administration not reported) and inj. Gentamicin (40 mg, once a day, route of administration not reported). Treatment was ongoing at the time of this report and it was unknown if the patient had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). Additional information: the patient was diagnosed with peritonitis manifested by abdominal pain, chills, fever, vomiting and cloudy effluent. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for peritonitis. Seven days after the onset, the pd catheter was removed and on the same day, antibiotic therapies were discontinued. The patient was still in the hospital and was improving very slowly with peritonitis after removal of catheter. The patient was recovering from the peritonitis. Eight days later, the patient died due to an unrelated indication. On an unreported date, an autopsy was performed; however, the details unknown. Should additional relevant information become available, a supplemental report will be submitted.